Manufacturer narrative:
The na electrode lot number and expiration date were not provided.

Event description:
We received an allegation of a discrepant high result for 1 patient sample tested for sodium electrode (na) on a cobas 6000 c (501) module. The initial result was 163 mmol/l. As this result was high, the sample was repeated. The repeat result was 140 mmol/l. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The field service engineer (fse) found sodium buildup on the reference electrode and a hole in the rinse tubing. The fse performed decontamination, adjusted the rinse levels, and replaced the seals and rinse tubing. Operational and mechanical checks were within specification. The investigation determined the event was due to a maintenance issue.